Event description:
Ellex was recently made aware of a potential safety issue impacting a small number of integre pro/integre pro scan lasers. This was reported as a single event during servicing in an australian user facility, with no injury occurring. When using a laser-indirect-ophthalmoscope (lio) as the delivery device, a scattered laser beam inside the laser cavity system may unintentionally exit through the slit lamp output port (sds) and get emitted from the objective lens when the laser is fired.

Manufacturer narrative:
An integre spare (optics bench) was returned to ellex for failure of low output power from the laser indirect ophthalmoscope (lio) port and a report of unexpected laser output power from the slit lamp delivery system (sds) port when using an lio. Under normal conditions, when laser output is delivered through the lio port, the lio port is selected and there is no power emitted from the sds. However, in the reported case when the laser output was delivered through the lio port, the power was low and there was visible laser output through the sds. The investigation established the cause as in incorrectly assembled module due to non-adherence to the manufacturing process. Although the issue was initially reported from the field on 1st feb'23 , it was only on 16th february that the investigation confirmed the case. This issue can only occur when the device is used wiht the laser indirect ophthalmoscope (lio). Ellex has already notified the ellex subsidiaries and distributors through a safety bulletin. Ellex will be reporting the defect and its correction under 21cfr 1003 , 1004.